Event description:
Pt received 5-fluorouracil via baxter infusor, 5ml/hr. Medication was to be administered over 46 hours. However, it infused at a faster rate; pt completed infusion 6.5-7hrs early. Pt developed mouth sores and tingling which are usual side effects of 5-fu, but this pt had not experienced these side effects for several months. This was the second occurrence with the same device, same lot#.